Manufacturer narrative:
Eval: off-label, unapproved or contraindicated use (aortic neck length).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 61.66 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 29 mm to 33 mm in diameter along a 5 mm length. It was reported that, during the index procedure, a proximal type I endoleak was observed. The physician elected to implant an aortic cuff but the proximal type I endoleak persisted. It was further reported that when removing the delivery system for the cuff the suprarenal stent became caught between the tapered tip. As a result, one of the apexes of the supra renal stent ring was folded inward. The physician was able to release the suprarenal sent from the delivery system and successfully remove it. The physician then attempted to balloon in order to fix the infolded stent. It was noted that the stent returned partially to its original position but not all the way. However, the physician thought that this would not impact blood flow and it was reported that the remaining type ia endoleak self-resolved. The procedure was completed and the event was resolved. Per the physician, the cause of the event was due to the patient anatomy of a short aortic neck. The cause of the stent graft entanglement was due to user error; specifically, retracting the tapered tip in the improper position and the use of forceful pulling when attempting to remove the delivery system. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.